Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had button error. The customer¿s blood glucose level was unknown. Customer stated that buttons of insulin pump was sticky and non-responsive. Customer also stated that insulin pump had unexplained no delivery alarm and also sudden power down with no low battery warning. Customer stated that reservoir compartment was cracked and chunks was missing. Customer stated that often squirts insulin while priming. The insulin pump will not be returned for analysis.